Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6), 2014, beginning at approximately 9:00 a.m., he experienced sweating and dizziness. Customer tested on his adc blood glucose meter, received a reading of 141 mg/dl at 9:10 a.m., and self-treated with glucose tablets and peppermints. Paramedics were called and upon their arrival, at approximately 10:00am, an hcp meter reading of 51 mg/dl was obtained. Customer was reportedly diagnosed with hypoglycemia and informed that his heart rate and blood pressure were high, however he could not remember the medication administered by the paramedics. There was no report of transport to a hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.